Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient obtained a result of "140 mg/dl" with the laboratory device; however, the patient did not provide results obtained with the subject meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014) device evaluation.the patient¿s meter and test strips have been returned on 5/21/2014 and evaluated by lifescan product analysis on 6/23/2014 and 6/12/2014, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.